Event description:
It was reported by the patient that the patient called to report feeling several "like shocks." Several follow up attempts were made. No information was obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.